Event description:
During a laparoscopic cholecystectomy procedure, the device did not fire clip on first firing. The device was retracted thru the port. The device was fired again and a malformed clip was presented. Continued firing to get a correctly formed clip. As the next 4 or so clips where also malformed, the device was passed off and a new clip applier was used with no issue. There were no adverse consequences to the pt.